Event description:
Aventis case ID: (B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and add'l info received on (B)(4) 2008 respectively and were processed together. This case involves a (B)(6) female who was injected with poly-l-lactic acid (sculptra), batch a7021, on (B)(6) and reports that for 3 days after the injection, her jaw muscles were rigid, too rigid e.g. To chew an apple. In addition, she got swollen above and under both eyes and had continuous headache at both temples. The eyes were so swollen that it affected/put pressure on the contact lenses. She could not focus properly and had double vision when she tried to read the computer screen. With glasses, the eyesight was normal. The swelling and headache got progressively worse until 5 days after the injections when she started taking antihistamine (nos). After 4 days of antihistamine treatment, she completely recovered. Reporter's causality: highly probable. The rptr states she heard that 5 additional people experienced same adverse event of jaw muscle rigidity. Please refer to cases: (B)(4).

Manufacturer narrative:
Add'l info received on 18-nov-2008: a pharmaceutical technical complaint (ptc) has been initiated. (B)(4). Addendum for f/u info received on 10-dec-2008: the affiliate reported that there are no available details regarding the physician, who he injected, or what else he used. This pt was injected in the area around the eyes, and a more specific location cannot be provided. Add'l info received on 29-dec-2008: ptc results were received. The review of the device history report and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.